Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further confirmed in follow up that the cause of death was not related to any lead performance or patient history of disease or patient condition.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead required multiple attempts to be placed and multiple stylets were used. After the rv lead was placed it was determined, after multiple attempts, that the coronary sinus could not be cannulated. The right atrial (ra) lead was inserted through the existing sheath and implanted without difficulty. After the ra lead was implanted, it was observed that the patient was unresponsive, hypotensive and hypoxic requiring bag mask ventilations. The rv and ra leads were removed and the pocket was sutured. Cardiopulmonary resuscitation (CPR) was initiated and emergency medical services (ems) were called. A bedside echocardiogram (echo) was performed and fluid was observed in the pericardial space. The patient experienced bradycardia, cardiac arrest, cardiac tamponade and pericardial effusion. The patient was transferred to a local hospital, where they were pronounced deceased.